Event description:
It was reported that starting on (B)(6), the patient has been feeling electric shocks ("brain zaps") in their head and body, especially on the left side, which has been a very unpleasant feeling/sensation and sudden. The patient also perceives a metallic taste in their mouth. It was comparable to the rush one feels when nervous and also stated they've experienced this feeling before, just before falling asleep. This happened with some regularity. If the patient kept their head still, they experienced it as little as possible. It was constantly present during movement. While walking, the patient felt it often (about 30-40 times per hour). At night, it is almost gone but as soon as they get up, it starts again. The patient has not fallen recently. There was no notification visible on the patient programmer. Battery status ok. There was no change in symptoms with dbs therapy turned off for an hour. A recent session report was not available but the hcp indicated the patient has never had abnormal impedances. Potential causes and troubleshooting steps were reviewed with the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.